Event description:
The customer alleges that the patient saturation dropped and when intubating the patient they discovered that the device ((B)(4) - partial material number) had slipped down in the patient's throat. The rubber ring that is around the tube had slipped off. The user facility reports that the device may have been in place for a maximum of 4 days prior to the event. The user facility also reports that a green plastic ring was round in the bed. The patient was placed on a respirator for one day and then extubated.

Manufacturer narrative:
(B)(4). Per user facility, the exact catalog number for the device used in this event is unknown. The prefix of the device is reported as "(B)(4)". The potential size of the device is reported as: size 26, 28 or 30. The lot number is unknown. The user facility reports that there was no significant patient damage, but difficult to judge due to the fact that the patient showed signs of brain damage prior to the event.